Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a backup battery (bb) fault alarm and informed the hospital. While they were waiting for the ventricular assist device (vad) coordinator, they decided to exchange the system controller on their own. Log file review was requested, and the bb fault was confirmed during analysis. The alarm was self-limiting after the controller exchange. The vad coordinator disconnected and reconnected the bb. All contacts looked normal. It was not possible to reproduce the alarm. The controller would be handed back to the patient on next outpatient visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted and data from the reported event date of 10aug2024 was reviewed. A backup battery fault alarm was active at 10:13:37 due to the battery not passing the load test. Backup battery faults were active until the end of the log file. There were no other notable events observed in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.